Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced high blood glucose and insulin pump had keypad anomaly. The customer¿s blood glucose level 423 mg/dl. The customer was treated with backup plan. The customer reported that the buttons were unresponsive, display showed time and date, but nothing else. It was reported that they had button error alarm. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. Device passed operating currents, self-test, unexpected restart error test and displacement test. No unexpected battery out limit alarm noted during testing.